Event description:
It was reported to philips that the rfu indicator is faulty. There was no patient involvement.

Event description:
It was reported to philips that the rfu indicator is faulty. The field service engineer (fse) confirmed the rfu indicator was malfunctioning. The rfu indicator and the rfu indicator pca need to be replaced. It was determined that this was a malfunction of the rfu indicator and rfu indicator pca. They were replaced and the device passed all performance assurance testing. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.